Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer noted that she kept the insulin pump in her bra. No other significant events leading to the alarm were observed. The customer also reported that in december, she had a high blood glucose reading of about 500 mg/dl due to the insulin pump not functioning. The customer's mother stated that the customer had to go to the hospital since she could not wear the device due to the button error alarm. She reported that the customer was hospitalized with a low blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin was received with minor scratches on lcd window, cracked case on display window corners, cracked case on reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.